Event description:
Per the complaint, the patient had 2 implants placed with surgical guide: #30 and #19 on (B)(6) 2018. The patient returned 6 days later for po check and had complaints of pain. Xray taken showed wnl. Patient returned on (B)(6) 2018 for treatment and brought along implant #19. It failed to integrate.